Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 410 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin and "customer ran out of insulin in their cartridge and was due for a cartridge replacement"; "customer did not have any cartridges available to replace and could not resume insulin delivery causing bg to rise". Customer administered a bolus via the pump and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin and "customer was given lantus". Customer was discharged the following day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.